Event description:
Reported due to ocular stroke: on 02/09/2006, patient underwent placement of an xact stent using an emboshield filter. The procedure was successful. Near the end of the procedure, the patient reported visual disturbance. It was also reported that the patient received dopamine a dopamine drip "for a short time". Visual disturbances began to improve steadily during the hospitalization but continued until hospital discharge th efollowing. Visual disturbances had resolved by the patient's follow up medical appointment seven days later. Additionally, the patient reported intermittent spotting in the visual field and was diagnosed by an opthalmologist with hoilenhorst plaque (retinal artery occlusion). No therapy was given for this condition.